Event description:
The pt reported not feeling well and being in the hosp with a low temperature following a previous refill of their pump. Now the pt is experiencing symptoms of withdrawal five days after a refill. The pt reports being refilled before the alarm date on the pump. No specific symptoms of withdrawal were noted. No additional info was able to be obtained despite multiple attempts to contact the hcp and pt.